Event description:
Reportedly, a shock at 0 joules, followed by a normal shock, was observed in the device memory upon interrogation on (B)(6) 2017. The therapy was appropriate and interrupted the arrhythmia episode. Preliminary analysis results showed that a defibrillation lead issue is suspected. Recommendations were provided on (B)(6) 2017 (re-intervention to replace the lead).

Manufacturer narrative:
Reportedly, the subject ICD was explanted and discarded on (B)(6) 2018. The ventricular lead was abandoned and a subcutaneous ICD was implanted. Please refer to the attached analysis report.

Event description:
Reportedly, a shock at 0 joules, followed by a normal shock, was observed in the device memory upon interrogation on (B)(6) 2017. The therapy was appropriate and interrupted the arrhythmia episode. Preliminary analysis results showed that a defibrillation lead issue is suspected. Recommendations were provided on (B)(6) 2017 (re-intervention to replace the lead).